Event description:
The beckman coulter lh780 instrument generated erroneous high retic % results without instrument generated flags on a patient specimen. Erroneous results were not reported out. This specimen was not rerun but had a manual retic performed. The manual retic result recovered lower retic results and was sent out as the corrected report on this specimen. There was no change to patient treatment, no death or serious injury associated with this cf event. The field service engineer (fse) checked the laser offset and verified the instrument operation. Raw data analysis revealed: the algorithm did not detect any interference substances in the expected reticulocytes region. The root cause for erroneous retic results is unknown. Per labeling, the lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message